Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue could not be confirmed as the balloon was able to be inflated to rated burst pressure without issue, during testing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The nc trek rx coronary dilatation catheter instruction for use (IFU) states to perform air aspiration prior to inserting in the body; otherwise, complications may occur. It is unknown if the IFU violation contributed to the reported event. The investigation determined the reported inflation issue appears to be related to operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of this device.

Event description:
Air aspiration was not performed outside the body, prior to use.

Manufacturer narrative:
(B)(4). On follow-up #1 was incorrectly reported as 05/25/2017. Correct date is 08/25/2017.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat an 85% stenosed lesion in the proximal circumflex artery. The 2.75 x 15 mm nc trek dilatation catheter was advanced over a non-abbott guide wire for pre-dilatation. An attempt was made to inflate the balloon; however, the balloon failed to inflate. The device was removed and a 2.75 x 15 mm non-abbott dilatation catheter was used without issue. A 3.0 x 23 mm xience pro x stent was deployed without issue to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.